Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. The customer reported receiving an unspecified low sensor scan on (B)(6) 2020 and self-treated with apple juice. The customer had contact with her endocrinologist who administered insulin (dose unknown) as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The sensor (B)(6) has been returned and investigated. The sensor plug was seated properly and no physical damage was observed on the returned sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). An inspection was performed on the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. The customer reported receiving an unspecified low sensor scan on (B)(6) 2020 and self-treated with apple juice. The customer had contact with her endocrinologist who administered insulin (dose unknown) as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.